Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 539 mg/dl due to needing settings adjustments. High bg was addressed by giving a correction bolus. Hcp adjusted customers settings and monitored.